Manufacturer narrative:
.

Event description:
Upon completion of a transapical tavr procedure, the apex of the heart tore when closing and the patient was converted to open surgery. During the procedure there was some blood coming from around the sheath. Following deployment of the valve, when the sheath was being removed, the pledgets tore from the tissue when the sutures were pulled for closing the access site. The patient became hemodynamically unstable and had to go on bypass. There were difficulties placing the patient on bypass, because of the patient's narrow vessels. The surgical team opened the chest to get access to the aorta. The patient never recovered after the apex repair and passed away that evening. The event thought to be caused by the patient's friable cardiac tissue. The patient was on steroid treatments, which made the tissue very friable.

Event description:
During a transapical tavr procedure, the apex of the heart fell apart and the patient was converted to open surgery. There was some blood coming from around the sheath throughout the procedure. Following deployment of the valve, when the sheath was being removed, the patient became hemodynamically unstable and had to go on bypass. There were difficulties placing the patient on bypass, because of the patient's narrow vessels. The surgical team opened the chest to get access to the aorta. The event was caused by the patient¿s friable cardiac tissue. The patient was on steroid treatment and the pledget ripped out from the tissue when it was pulled for closing the access site.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, per report the cause of the apical bleeding during the procedure was related to the patient¿s friable tissue. In addition to the transapical procedure itself, there were patient risks factors for apical bleeding which may have also contributed to the event (i.e. Patient on steroid treatment and female gender). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.